Manufacturer narrative:
As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 30-degree endoscope exhibited rotation failure. The customer mentioned that the 0-degree endoscope rotated correctly but the 30-degree one did not. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that there were no errors in the log and advised him to reseat the sterile adapter (sa) on the universal surgical manipulator (usm) arm 2 and check again. The customer would perform the troubleshooting later and call back if the issue persisted. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the issue was identified when inserting the endoscope. A calibration error occurred during guide tool change and the image was inverted. The customer clarified that when looking up with the endoscope, the guide tool change was activated, but when looking down, the tool was inverted. The event did not involve a reversed control on system arms. Due to the guide tool change operation, it changed automatically when attached. The endoscope did not move freely with uncontrolled motion. The surgeon confirmed desired orientation when endoscope was installed but was not able to confirm the image orientation provided to the surgeon via user interface.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The technical support engineer recommended reseating the sterile adapter, but the customer was unable to troubleshoot at the time. The phone support details did not reveal any issues related to the customer reported event. The endoscope was returned and evaluated under another complaint due to an issue that occurred in another procedure. Please refer to MFR report number 2955842-2025-20157 for additional details.

Event description:
Refer to h11 for follow-up information.